Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's blood glucose level was 400 mg/dl. The customer stated that he attempted to bolus, but his insulin pump was not delivering insulin. He treated his high blood glucose level with a manual injection. The customer stated he might have inserted in an area with scar tissue. The cannula was not bent. Standard troubleshooting was declined. The product is not being returned. Nothing further was reported.